Manufacturer narrative:
Additional information section: b.3, d.6b, d.9, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. The device passed the external visual and photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The failure of this device can be attributed to electrode shorts in the electrode pocket of the device. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance issues. Revision surgery is under consideration.